Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced adhesions, nerve damage, infection, burning neuropathic abdominal wall pain, pain, and recurrence. Post-operative patient treatment included removal of mesh/ tacks, lysis of adhesions, partial omentectomy, medication, diagnostic laparoscopy, and hernia repair with new mesh.